Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the receiver had not displayed a value or alert when the patient¿s glucose decreased. The patient¿s spouse noted the patient was slurring his speech. A short time later, the patient collapsed and lost consciousness. Emergency medical services was called and performed a bg upon arrival, the value was not provided. The patient was treated with glucose and transported to the hospital. It was not confirmed if the patient was admitted as an inpatient or an outpatient. At the time of the report, the patient had recovered. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.